Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported that they recently underwent surgery. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient's peritoneal dialysis registered nurse (porn) reported this patient underwent a planned outpatient procedure on (B)(6) 2020 for a pd catheter (not a fresenius product) reposition. Prior to this procedure, the patient was experiencing drain issues during continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler due to a malposition of the pd catheter. There was no report of the patient experiencing an adverse event that could possibly cause or contribute to the malposition of their pd catheter. Additionally, it was confirmed the malposition of the patient's pd catheter and the associated outpatient procedure was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and is on back-up hemodialysis through an existing fistula on an in-center basis due to persistent drain issues caused by the pd catheter. The patient will have their pd catheter reevaluated for an additional reposition and plans to resume ccpd therapy on the same liberty select cycler at home upon resolution of their pd catheter complications (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).